Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The evaluation has shown that the instrument had indeed jammed up. Unfortunately we are not able to determine the cause which has led to this problem. We can only suppose though that the pliers had been compressed in such a way that it could not be loosened anymore and completely jammed up. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. Based on the investigation findings we conclude that the cause of failure is not due to any manufacturing non conformances. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.

Event description:
It was reported that the handle hand jammed and would not come free. No further information was provided. This is report 1 of 1 for complaint (B)(4).